Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(6)2011, 5068, implantable pacing lead, (B)(6) 1997; 1258t, implantable pacing lead, (B)(6) 2011; 6935, implantable defibrillation lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that noise was observed in the right ventricular lead. During isometric testing when the right ventricular (rv) sensing was bipolar, the lead noise led to asystole in a pacemaker dependent patient. The lead was capped and the pace/sense portion of the existing defibrillation lead was activated. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.